Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's right eye after it was determined that he was undercorrected.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site. Visual inspection of the lens revealed that the optic was cut in half. No optical deviations on the received optic parts could be found. The review of the documentation and testing presented in the manufacturing record were found within product specifications. Diopter measurement records from this particular lens were verified and showed to be within specifications and in compliance with the labeled dioptric power of 19.5 diopter. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to the manufacturer has been submitted.